Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 7436, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# v325838, implanted: (B)(6) 2009, product type: lead; product ID 3387s-40, lot# v325838, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that a patient experienced a shocking or jolting sensation. It was stated that the patient had an adjustment on (B)(6) 2013 to adjust left arm. The right arm was at 5.4v and could not go higher. They were hoping that adjusting the left arm would help balance out the two arms. It was stated that the patient had "difficulty" using a computer mouse with his right hand. It was noted that the patient does stumble and he did stumble getting into the car on the morning of the report. It was stated that the patient's health care provider did not want to adjust stimulation more because it would cause him to stumble more. It was stated that the patient's voice had "tightened up" since experiencing the jolting when they turned stimulation on that morning. It was stated that the patient's whole body jolted when stimulation was turned on. The jolting did not continue. The patient experienced it when turning stimulation on the previous morning and on the day of the report. The stimulation was on.